Event description:
Patient had a bard dl 6 fr power PICC line inserted into the r basilic vein in 2005. PICC was removed in 2005 at time of discharge. Patient had a cxr done 2005 tht identified a possible left sided foreign body. The patient was notified and came to the hospital 2005. CT check confirmed a radiopaque foriegn body in the left main p.a. Next the patient underwent percutaneous retrieval of the foriegn body. It appears to be an unraveled piece of PICC introducer stylet, of the guidewire that shredded from the saftey universal microintroducer kit. (Ptfe peel - apart sheath introducer 4.5 fr x 5 cm).